Event description:
Customer reported via phone, she was attempting to bolus and the insulin pump was not responding properly. Customer stated the device stayed on the three lines before the carbohydrates entered and then started flashing. Customer didn't know her blood glucose. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, broken reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.